Manufacturer narrative:
H3: 81 - evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the tubing broke at the manifold. As a mitigation, it was clamped and changed out. The surgical procedure was completed successfully. There was a delay in the procedure due to changing the tubing out. There was a blood loss of about 10 - 15 cubic centimeters (cc) during the pediatric case. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During further investigation, the 1/8 male connector connected to the l1 tubing segment and attached to the 4-way rotating stopcock was found to be broken off due to damage. In addition, the 1/8 male connector at the end of the l0 tubing segment was incorrectly assembled into the manifold connection where the 1/8 male connector at the opposite end of the line on the l1 tubing segment. This was noted by the orientation of the 4-way rotating stopcock being reversed in comparison to the specification requirements. The most likely root cause of the reported issue was determined to be damage due to workmanship during the production of this line. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: b5.

Event description:
Per clinical review: this complaint involved a perfusion tubing pack that had a broken manifold sampling line in which the male adapter lure was broken from the tubing. This occurred during bypass and there was a 15 milliliter (ml) loss of blood. The manifold line was changed out. There was no harm to the patient and the surgery was completed successfully.